Manufacturer narrative:
A slalom percutaneous transluminal angioplasty (pta) balloon catheter (.018 hp 40 4x25) ruptured at 12-atmospheres pressure (atm). There was no reported patient injury. The lesion was the shunt anastomosis. Initially, this was a shunt case. The slalom pta balloon was replaced with a new device. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics are unknown and limited information has been provided. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and event reported. However, vessel characteristics and procedural factors may have contributed to the reported event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom pta balloon catheter (.018 hp 40 4x25) ruptured at 12-atmospheres pressure (atm). There was no reported patient injury. The slalom pta balloon was replaced with a new device. The lesion was the shunt anastomosis. Initially, this was a shunt case. The device will not be returned for analysis.